Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a perforation in the diagonal artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to the anatomy. The perforation was successfully treated with the deployment of a 2.25x28mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure, as it is likely the device interacted with the challenging anatomy during advancement resulting in the reported failure to advance. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.